Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. Surgical intervention was undertaken on (B)(6) 2025 during which the leads were repositioned. Therapy was restored post-surgery.